Manufacturer narrative:
(B)(4). Jaws. The analysis results found that device (a) was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices were not working. A third device was used to complete the procedure. No adverse consequences reported. No further details are available.